Event description:
The health care professional reported a pump motor stall in 2009 with no recovery noted. The pump was noted to have stalled multiple times. The pt had experienced underdose and withdrawal symptoms which included increased baseline pain. The pump was replaced and the catheter was not explanted. The medication being delivered via the device system was dilaudid. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.